Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -16.00/4.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2020. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/4.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens was replaced with a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.